Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that before use of the bd posiflush¿ syringe there was an issue with the barrel of the syringe was damaged. The following information was provided by the initial reporter, translated from chinese to english: at the end of the infusion, the nursing staff gave the tube sealing, because the tip of barrel of flush was damaged, and the flush was replaced to complete the tube sealing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush¿ syringe there was an issue with the barrel of the syringe was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: at the end of the infusion, the nursing staff gave the tube sealing, because the tip of barrel of flush was damaged, and the flush was replaced to complete the tube sealing.